Event description:
The customer reported that he was in the hospital for surgery, and during his stay he experienced high blood glucose levels. The customer also stated that he was getting bad sensor alarms with different sensors. The customer stated that the hcp made changes to his basal rates. The customer declined troubleshooting as he is already working with his hcp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.